Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 2 had a failed and was making a clicking sound. A field service engineer replaced the tower door latch 2 and latch 1 to resolve. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - encompass health rehabilitation hospital of florence

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.